Event description:
It was reported via repair work order that the zoom drive in an unintended direction due to damaged pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.